Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported an infusion set that was ripped out as she might have spun in her sleep. She woke up and found that the infusion set had detached. No further information available.